Event description:
Patient's (intra-aortic balloon pump) began alarming for high pressure alarms (around three separate instances over the course of an hour) causing the pump to shut off and need to be manually restarted. The patient was repositioned to be as flat as possible each time and the line was inspected to ensure there was not kinking or bending present. The (intra-aortic balloon pump) console then alarmed "system error 3, pump/valve controller error" and shut off again. The line and patient were again inspected with no changes found and the pump was restarted as per the instructions on the console window. The alarm happened two more times with the pump being restarted by staff before the engineer arrived and had to switch out the console. The effected console was taken away by the (intra-aortic balloon pump) engineer.